Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebt1445 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the metal (needle) was "weak" after insertion and flash using ultrasound guidance. It was stated that it almost broke off in the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent needle was confirmed, and it appeared that the damage occurred during use of the product. One accucath deployment system was returned for investigation. The needle was extending from the deployment system. The guidewire slider was positioned at the proximal end of the handle. The accucath catheter had been removed from the needle and was not returned for investigation. Blood residue was observed in the chamber, which indicates that the sample was used. The needle was bent at the flash port. Due to the condition of the returned sample, it appeared that the needle was bent during use. Since the product was within specification, it appeared the needle was subject to bending stresses that exceeded its strength. The accucath IFU states, ¿do not bend the needle before or during use as this may affect proper needle retraction.¿ a lot history review (lhr) of rebt1445 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the metal (needle) was "weak" after insertion and flash using ultrasound guidance. It was stated that it almost broke off in the patient.